Event description:
The customer received two troponin kits. One kit did not contain a bead pack. The kit lot was # 262, for use on an immulite 2000 instrument. There were no reports of patient intervention or adverse health consequences due to missing troponin bead pack.

Manufacturer narrative:
Siemens is investigating the issue.